Event description:
The distributor contacted animas on (B)(6) 2012, stating that the audio button was unresponsive. There is no further information regarding the complaint at this time. There is no adverse event with this complaint. This complaint is being reported due to the alleged keypad issues.

Manufacturer narrative:
Follow-up # 2 date of submission (B)(4) 2013 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2013 with the following findings: the audio bolus button was fully intact. During testing the audio bolus button responded appropriately; the complaint could not be confirmed or duplicated. During investigation, the button cover was removed and no defect was found.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
(B)(4)